Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the faradrive sheath underwent visual inspection, and microscope inspection. No abnormalities or defects were found on the exterior of the sheath. The sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive sheath was used. After ablation was completed the farawave catheter was replaced with a non-boston scientific mapping catheter, and it was noticed that the sheath was leaking at the valve. Since the post-map was almost completed it was continued despite the leak. The sheath did not leak when the farawave was inserted into it. The leak only occurred with the mapping catheter inserted during the post-map, but not the pre-map. The procedure was completed successfully without patient complications. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive sheath was used. After ablation was completed the farawave catheter was replaced with a non-boston scientific mapping catheter, and it was noticed that the sheath was leaking at the valve. Since the post-map was almost completed it was continued despite the leak. The sheath did not leak when the farawave was inserted into it. The leak only occurred with the mapping catheter inserted during the post-map, but not the pre-map. The procedure was completed successfully without patient complications. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.